Manufacturer narrative:
The device was returned to olympus for inspection. The customer allegation was confirmed which was likely due to the charged coupled device (ccd-unit) cable surface damaged and therefore there was no image. Based on the results of the investigation and the information provided, the most probable cause of this complaint was a random component failure without any design or manufacturing issue. The root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had a distorted image and the image disappears when the tip is manipulated. There were no reports of patient harm.